Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving two separate products.

Event description:
The plaintiff's atty alleged that the decedent experienced ventricular fibrillation and cardiac arrest on or about (B)(6) 2009 and subsequently expired on (B)(6) 2009 after use of the product.